Event description:
This case was a needle localized breast biopsy. The needle had a harpoon tip and upon extraction of the specimen, the hook of the harpoon broke off in pt's breast tissue. At pt's request, a second procedure was done to extract the remaining portion of wire.